Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. When the pocket was opened, it was discovered that the left ventricular (lv) lead had fractured and broken insulation was observed. No further patient complications have been reported as a result of this event.